Manufacturer narrative:
The device history records were received and the lot met all release criteria meaning that no issues were noted during the mfg process or qc inspections. The device has not been returned to the MFR to date. The investigation is underway.

Event description:
It was reported that the pta balloon ruptured on the first inflation at 6 atm while being inflated within a bare metal stent in the right subclavian vein. Upon retracting the balloon catheter through the sheath, the distal tip of the balloon detached and remains in the vein. No attempts were made to retrieve the detached component; however, due to the location of the detached component, the av graft was shut down and a catheter was implanted for av access. The pt was reported to be doing fine post-procedure. Another procedure to retrieve the detached component is planned but has not been scheduled.